Manufacturer narrative:
The device was returned to greatbatch for evaluation and the reported event was confirmed. The device was extremely worn with scratches, nicks and gouges. The teeth were severely dull and worn and the etchings were faded. Additionally, the crossbar was beginning to separate from the shell at one (1) of the four (4) weld locations. Instructions for use informs users manual surgical instruments have a limited life-span which is generally determined by wear or damage due to repeated intended use and when a surgical instrument reaches the end of its functional life. A process review was completed and no discrepancies were discovered. From the date the reamer lot was manufactured and released for distribution to the customer, to the date the event occurred, this device had experienced approximately fifteen (15) years of use. It is unknown as to how many surgical procedures (cycles) this reamer had gone through throughout its life in the field. In summary, the reported event is attributed to wear. This device had exceeded its expected useful life. No further investigation is required.

Manufacturer narrative:
The customer has indicated that the complaint device will be returned to greatbatch. Once the device is received and the investigation is completed, a supplemental medwatch 3500a emdr will be submitted. Complaint information provided by the distributor, (B)(4). Device not returned to manufacturer.

Event description:
During an unknown procedure on a male patient, it was reported that the surgeon began to ream the acetabulum and noticed the reamer was worn down and dull. There were no adverse events reported and the surgery was not delayed as a result of the malfunction.